Event description:
It was reported that the patient had a change in therapeutic effect approximately 1.5-2 years ago. It was reported that the patient's health care professional (hcp) kept changing the patient's medication and dosage. The patient had more issues in her legs, "like they were weak and gave out." The patient no longer used the bolus like she used to, because it contributed to the effect of the weak legs. The patient also did not get spinal relief like she used to and the pump reservoir site was 'kind of painful all the time for the last 4 months." The patient was given "some kind of compound creme to put on it." It was noted that the hcp was trying to figure out the "best cocktail to put in the pump." The patient's walk was also worse because of the pump pain and no pain relief in her back. It was unknown if there were any alarms because it was reported that they had been silenced. The patient reported the device system was used to deliver morphine and baclofen. On (B)(6) 2012, MRI compatibility guidelines were requested because the patient was having an MRI due to her back pain. It was also noted there was "swelling around the pump area." The hcp reported the device system was used to deliver bupivacaine. On (B)(6) 2012, dye and roller studies were performed. The results were not provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.(B)(4).

Event description:
Additional information received reported that the system was thought to be delivering compounded baclofen if it was mixed with other drugs. No telemetry strips were received. A rotor and a dye study were performed on (B)(6) 2012 and both were normal. A catheter revision was not required. The patient outcome was reported as unknown.

Manufacturer narrative:
(B)(4).